Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that remote transmissions could not be performed on the pacemaker. The issue is deemed to be due to interrogation breaks that affect the patient data. Programming changes were made to clear the data field and reenter the information. The issue was resolved and transmission resumed. The patient was reported to be stable.